Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a follow up report when the investigation is complete and more info becomes available. For this reason, terumo referenced eval conclusion. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during set up, they cut out the pumps from the cardiovascular procedure kits (3 pumps were cut out of 3 kits). The user did not want to use lot qn12 due to previous pump leak complaints. No pt involvement as this occurred during set up. Product was not used. Surgery was completed successfully.